Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that post implant, the device failed to pace. The atrial refractory period was programmed to 350ms, but during telemetry, it changed to 125ms. After the device was replaced, an ECG showed no problem, but an event record noted a series of question marks ("?").